Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 117 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.